Manufacturer narrative:
No further information was able to be obtained by customer. Incident is under investigation.

Event description:
An operator was performing maintenance on and advia 1200 while the system was still operating and the rpp2 probe struck the operator's hand and pierced the glove and skin. The operator was treated. The customer would not provide any further information.